Manufacturer narrative:
Investigation conclusion: no adverse event, serious injury or malfunction occurred. Root cause: no device problem found source: phone h6 updated: component code added, investigation findings code updated, investigation conclusions updated. H11: updated investigation conclusion and root cause.

Event description:
Customer reports kit does not have external lot information on kit box. The customer was sent a replacement kit.

Manufacturer narrative:
Investigation conclusion: pending root cause: pending source: phone.

Event description:
Customer reports kit does not have external lot information on kit box. The customer was sent a replacement kit.